Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-20225. It was reported the pt experienced over stimulation upon twisting to her side. X-rays showed the ipg header was down but x-rays for original placement of ipg was unavailable to compare. Also, t he pt has experienced multiple falls with increasing weakness in her left leg. Subsequently, the scs sys was explanted.